Event description:
It was reported that during a clinic visit, this right ventricular (rv) lead exhibited loss of capture (loc) and high out of range pacing impedances that measured to be greater than 2000 ohms. The physician stated that the patient had reported a fall and the physician suspected the rv lead to have sustained a subclavian crush damage during the fall. X ray was performed and the images confirmed lead body damage at the clavicular margin. A lead revision procedure was performed, this rv lead was surgically abandoned and replaced with a new lead successfully. No additional adverse patient effects were reported.